Event description:
Pt identified as a high fall risk per morse fall risk evaluation, bed alarm activated, light illumination x2, however pt got up without assistance, bed alarm failed to activate, pt fell, resulting in fx nose, laceration to lip that required sutures, knocked two teeth out. Stryker onsite for evaluation of the bed. Evaluation of bed found the cpu board to be defective. Unable to determine cause of failure.